Event description:
The physician attempted an arteriotomy closure with the starclose device after a diagnostic procedure. The physician had difficulty during device insertion due to "tremendous scar tissue" from pior procedures and thought he might have damaged the artery. There were no problems with the deployment. The patient complained of pain in the holding room. Two hours later, the patient's hematocrit and hemoglobin dropped by fifty precent(50%). The patient was sent for a computerized tomography (CT) scan which revealed a retroperitoneal bleed. The patient was sent to surgery where it was discovered the site was no longer bleeding. The hemotoma was evacuated. The patient received at least two (2) units of blood and was discharged on 3/2005.